Manufacturer narrative:
The reported events of noise, over sensing, threshold unacceptable and high lead impedance were not confirmed. As received, a partial lead was returned in two pieces .the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented for follow up. The atrial lead exhibited noise resulting in auto mode switch episodes. The lead also exhibited increase in threshold and increase in impedance. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
Correction: previous report mentioned that the atrial lead exhibited high impedane which was incorrect. The correction information is that the atrial lead exhibited low impedance.

Event description:
New information states that the atrial lead exhibited insulation anomaly and low impedance.